Event description:
A male patient contacted a lifecor patient services representative (psr) who in turn contacted lifecor customer support. The patient stated that the monitor would not power up. Support sent the psr to the patient to replace the monitor,

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn 05004678 has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The patient received a replacement monitor.